Event description:
It was reported by service report that the footboard controls were not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard harness connection new foot left load cell partially disconnected. Conclusion code: footboard harness properly connected.